Event description:
It was reported that the foley catheter was clogging and not draining the urine on a few of their patients. The catheter was unable to be irrigated some catheters were clogged and the patient had started to enter into renal failure. Per follow up on (B)(6) 2021 it was stated that the foley catheters were not draining properly there was a resistance with irrigation on the 14 fr foley. It was happening with male and female patients. Also the customer thought of 6 patients over the past 3 months and had foleys clog and warrant an exchange of the catheter. The customer did not have a lot number for the packages and unfortunately it was happening 2 to 3 days after the catheter had been in place so they did not save the product. Also stated that the two patients are covid patients so unsure if that had anything to do with them clogging. Nothing further was needed for the patient who developed a renal failure once the foley was exchanged the urine output increased and the patient condition improved. The customer asked the staff to keep the foley and place a safety event in their reporting system to track the events. It was noted that there was no medical intervention reported.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to blocked by clots or tubing design (lumen ID undersized) or lumen wall thickness undersized or inadequate material selection or lumen collapse or foreign matter in lumen kinked or pinched shaft. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed." Correction: e h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter had been clogging and was not draining urine on a few of their patients. The catheter was not able to be irrigated, some of the catheters were clogged and patient had started to enter into renal failure. No medical intervention was reported. Per follow up on (B)(6) 2021, it was stated that these foley catheters were not draining properly and there was resistance with irrigation on the 14fr foley. It had happened with male and female patients. Also customer thinks that 6 patients over the past 3 months of so have had foley's clog and warrant an exchange of the catheter. And customer did not had lot number for these packages and unfortunately it was happened 2-3 days after the catheter had been in place so they did not save the product. It was also stated that two of the patients are covid patients and not sure if they had anything to do with the clogging. Nothing further was needed for the patient who developed renal failure. Once the foley was exchanged, urine output increased and patient condition was improved. Also customer asked the staff to keep the foley and place a safety event in our reporting system to track these. No medical intervention was reported.